Event description:
The customer reported that during a hysterectomy, the system had been used three times when a piece of the active waveguide disengaged and fell into the patient cavity. The piece was retrieved and there was no patient injury. A new dissector was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One unused scd396 sonicision cordless ultrasonic dissector was returned to covidien post market vigilance (pmv) for evaluation. Visual inspection revealed no damage to the waveguide and the device was completely intact and was unused. The reported condition of a piece of the wave guide disengaged was not confirmed.